Event description:
Uneventful percutaneous placement of gastrostomy tube was performed in 1999. Approx 30 hours later, feeds were started but stopped shortly thereafter due to gastric residuals and mild abdominal distention. On day 2 post-procedure, abdominal distention increased and pt was noted to have fever. A g-tube leak study was performed and showed marked gastric antral deformity and gastric outlet obstruction relating to the distal tip of the g-tube. Given the gastric outlet obstruction, the g-tube was exchanged for a 10 f cook g-j feeding tube. Pt expired 11/4/1999 due to gastric leak, peritonitis and sepsis. This issue of the function/position of the tube as a possible contributing factor in the gastric leak was not identified until a case review by a quality assurance team was performed in mid-december. Lot reported is probable. Package discarded.